Event description:
The customer reported an error on all three openings of the red blood cell (rbc) of their dxh900 instrument. Erroneous results were generated for all parameters, including erroneously high platelet results, for patient samples. No erroneous results reported out of the laboratory. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. Patient data was requested but not provided. Onsite service was scheduled.

Manufacturer narrative:
The bec field service engineer (fse) inspected the instrument and identified that the blood sampling valve (bsv) was not rotating properly, resulting in incorrect dilution in the baths. The fse cleaned the bsv and replaced the bsv rotation pin to resolve the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).